Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6), 2004. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the lynx suprapubic mid-urethral sling system and the obtryx transobturator mid-urethral sling system were implanted by two different physicians:(B)(4).it is unknown which physician implanted which device. It was reported that the lynx suprapubic mid-urethral sling system and the obtryx transobturator mid-urethral sling system were implanted at two different hospitals:(B)(4). It is unknown which device was implanted at which hospital.